Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination found that the returned tasp exhibits signs of repeated use and has fractured medial side. All parts returned. DHR was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was discovered prior to a procedure that the tibial articular surface provisional was fractured. No adverse events have been reported as a result of the malfunction, as there was no patient involvement.